Manufacturer narrative:
The customer performed troubleshooting by unlocking the distribution valve, dv, and flushing the flowcell, however the diff voteouts persisted. The customer found a leak below the air mix and temperature control, amtc. The volume of the leak was not specified and was contained within the instrument. The instrument generated flow cell clog errors, dc voltage exceeded the expected range errors and light scatter offset exceeded the expected range errors. A field service engineer (fse) evaluated the instrument on (B)(6) 2015 and found defective tubing from the amtc to the diff mixing chamber, mc240. The fse replaced the tubing, which fixed the leak and the error messages. The repairs were verified per established service procedures. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported differential vote outs (non-numeric results) and a cleaner fluid leak from below the air mix and temperature control, amtc on a unicel dxh 800 coulter cellular analysis system. The leak was contained within the instrument and the customer reported flow cell error messages at the time of the event. The source of the leak was unknown and a service visit was requested. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.